Manufacturer narrative:
(B)(4). Approximate age of device ¿ 54 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately two weeks after implantation, the patient was infected (site not provided), required dialysis due to renal failure, and their lactate dehydrogenase level was elevated to greater than 600 u/l. Clinical hemolysis and icterus appeared on (B)(6) 2017. During a ramp echocardiogram, when the pump speed was increased to 10,000 rpm, the left ventricle decreased in size and the aortic valve was opening less. The system controller parameters were analyzed and considered normal. Schizocytes were not present at any time. The lvad team decided to exchange the pump on (B)(6) 2017 due to the patient's clinical situation including signs of acute left sided heart failure and hypotension and suspected pump thrombosis. The surgeon reportedly observed thrombus around the pump¿s inflow bearing upon explant. Post-pump exchange, the patient was placed on central extracorporeal membrane oxygenation (ECMO) support due to right heart failure. The patient expired the day after the pump exchange due to liver failure, right heart failure, abdominal hypertension syndrome, and multi organ failure with no flow reported via the ECMO and the new lvad. It was reported that the new pump was functioning as intended and the patient was just too sick to recover after the pump exchange. No further information was provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned device. The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit, sealed outflow graft, and sealed outflow graft bend relief were not returned. Examination of the pump blood-contacting surface found a denatured ring of tissue-like thrombus adhered to the inlet bearing bearing cup. The tissue appeared to have formed in laminated layers, indicating that the thrombus formation had developed over an undetermined period of time. In addition, examination of the body of the rotor revealed a flat deposition between two of the rotor blades. The proximal side of the outlet stator also revealed a small non-laminated deposition situated between two outlet stator blades. Although the lack of lamination and structure suggests that the depositions did not originate from this location, the area of denaturation and the contact marks observed on the distal end of the rotor suggest that the depositions were present for an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, the depositions could have contributed to the elevation in the patient's lactate dehydrogenase level. Visual inspection of the pump bearings and bearing cups found no anomalies. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended.